Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they couldn t get the ¿cubes¿ to fill in with one of their rechargers, but could successfully get coupling with their other recharger. The patient noted that the recharger for their right implant is the one that works successfully, but the recharger for their left implant was the one giving them coupling issues. Troubleshooting was done at the time of the report. After the patient put the recharger antenna against their implant, they reported getting full coupling with both rechargers. The patient reported having no implantable neurostimulator (ins) pocket concerns. The issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient was recently sent a new charger for the right side; however, now she is having trouble with the left one which had started in about (B)(6) of 2017. It seems like its losing charge faster than the previous. It isn¿t working and the little cubes aren¿t filling up. She charged her right one days before the left one and the right one is still fully charged, and the left one is not. The patient thinks that it¿s not charging it right. There were no patient symptoms or complications reported.